Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranging between 300-400mg/dl and ketones; no ketone value was provided. Manual injections were administered to address the bg levels. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.